Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the abbott diabetes care (adc) device filament remained in the skin. The customer's skin caused pain. The customer self-managed the removal of the sensor tip. There was no report of death or permanent impairment associated with this event.